Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The hard drive was replaced and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported, the fluoro button deactivated. No patient injury was reported.